Manufacturer narrative:
Citation: nagai t, tanaka a, ohno y, et al. Sex differences among patients with aortic stenosis undergoing transcatheter aortic valve replacement: a single-center observational study. Echocardiography. 2026;43(5): e70479. Doi:10.1111/echo.70479 earliest date of publication used for date of event. Earliest approved evolut r/pro product used for product code and PMA #. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding gender differences among patients undergoing transcatheter aortic valve replacement (tavr). The study comprised 514 patients who underwent tavr with either a medtronic (evolut r / evolut pro) or a non-medtronic (sapien 3) valve type. The following post-tavr outcomes occurred: unspecified cardiovascular events, cerebral infarction, permanent pacemaker implantation, myocardial infarction, and hospitalization for heart failure. Additionally, 38 patients died within one year of tavr. However, no evidence was presented to suggest a causal relationship between a medtronic product and any deaths.